Manufacturer narrative:
H3: no device was returned to the service hub for analysis and evaluation. Therefore, no visual inspection and functional testing were performed to determine if the device played a role in the reported event. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cadd legacy pump had a "high pressure" alarm. The patient had been receiving remodulin IV. Cassette adjustments had been made by the patient, and it had been observed that the "high pressure" alarms stopped temporarily following these adjustments. Accredo specialty pharmacy had been notified, and a replacement pump had been provided; however, the "high pressure" alarms had resumed with the replacement device. The patient had presented to the emergency room and was evaluated by registered nurse and doctor the plan had been to administer alteplase, as the clinical team suspected an internal line issue due to the recurrence of alarms with the replacement pump. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.